Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a nurse was preparing an implantable cardiac monitor (icm) prior to surgery. The device would not interrogate and displayed an error message. The device was not used and another icm was used for the procedure. No patient was involved.

Manufacturer narrative:
The reported inability to communicate with the device was confirmed in the laboratory and was due to cold temperature.